Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 19-jul-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. Attempted to insert the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small through the groin puncture site, but could not do so due to distortion of the step between the dilator and sheath. Timing was during sheath insertion. The procedure was performed without using this carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The procedure was completed without patient consequence. Additional information was received. The resistance was between devices. The resistance with the sheath was when they were trying to put the dilator into the sheath. The physician was not able to move forward dilator, but it was able to withdraw. Resistance resulted in damage to the sheath. The resistance did not result in any damage to the dilator / catheter. The resistance did not result in high force to move the catheter nor catheter slipping out of the sheath. Unable to get the needle product details. The device evaluation was completed on 25-jul-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation of the returned device was performed following bwi procedures. Visual analysis revealed that the soft tip was bumped. The device was inspected and no rough conditions were found. Afterward, the dilator was introduced through the sheath and no obstruction or resistance was felt. A device history record was performed for the finished device batch number, and no internal actions were identified. No rough or resistance conditions were observed; however, the bump on the tip could be related to both issues reported; therefore, the customer complaint was confirmed. The damage on the tip could be related to the skin incision size relative to the sheath; however, this cannot be conclusively determined. It should be noted that the product failure is multifactorial. The dilator issue reported was not confirmed since the dilator was observed in good condition. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and a sheath shaft rough issue occurred. Attempted to insert the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small through the groin puncture site, but could not do so due to distortion of the step between the dilator and sheath. Timing was during sheath insertion. The procedure was performed without using this carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The procedure was completed without patient consequence. Additional information was received on 27-jun-2023. The resistance was between devices. The resistance with the sheath was when they were trying to put the dilator into the sheath. The physician was not able to move forward dilator, but it was able to withdraw. Additional information was received on 05-jul-2023. Resistance resulted in damage to the sheath. The resistance did not result in any damage to the dilator / catheter. The resistance did not result in high force to move the catheter nor catheter slipping out of the sheath. Unable to get the needle product details. The resistance with sheath issue was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The damage to the sheath was assessed as MDR reportable for a sheath shaft rough issue.